Event description:
It was reported that a (B)(6) female underwent a valve explant after an implant duration of approximately six (6) years. Through follow up with the health care provider, it was learned that the reason for explant was due to stenosis. Upon review of source documentation, it was identified that the valve was densely covered with fibrous material and calcification. "It appeared that the chordae and the portions of the papillary muscle had been fixed to the annular tissue at the initial operation." The valve was excised and a 25 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses was placed. It was further reported that the remainder of the procedure had complications but the patient remained stable. Transesophageal echocardiogram demonstrated good ventricular function on completion of the procedure.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, the clinical observation could not be confirmed. However, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.